Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was attempting to remove the tlif spacer fro l5-s1. It has only been inserted half way into the space when he went to remove it, the back of the implant broke off. After attempted distraction to remove the implant the surgeon used a tamp to advance the implant into the disc space and achieved the needed distraction. Patient consequence? No. Patient consequence description: nothing. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.